Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have problems with bent cannulas which caused high blood glucose. Customer states when cannula was changed her blood glucose rose to 200 mg/dl. Customer treated and blood glucose rose to 357 mg/dl. Customer's blood glucose at the time of call was 400 mg/dl. As a result of high blood glucose, customer was hospitalized on (B)(6) 2014 with blood glucose of 378 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was stabilized and released from hospital after three days. During troubleshooting, it was found that drive support cap appeared normal, customer was admitted for medical treatment, customer was disconnected during rewind/prime sequence, customer did not find a leak, time and date were not correct, basal rates were correct, insulin did exit tubing. Troubleshooting could not continue as customer did not hae tubing clamp. No further information provided.